Manufacturer narrative:
It was reported that the issue was likely the pm (power management) pcba, and is covered under field change order. The pm pcba was replaced. It is unknown if the issue occurred during patient use. Multiple attempts were made to obtain patient information with no response from the reporter and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Manufacturer narrative:
The device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 10dec2020.

Event description:
The customer reported the following errors: 35 v fault, 35 v supply failed, backup alarm failed and auxiliary alarm supply failed. There was no patient involvement.